Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bacterial vaginosis ("severe bouts of bacterial vaginosis"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (ablation in 2010). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, bacterial vaginosis, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dyspareunia and vaginal haemorrhage to be related to essure. The reporter commented: she is currently considering and discussing with her physician the possibility of undergoing a hysterectomy to remove the essure device in the near future. Diagnostic results: on unknown date - hysterosalpingogram (hsg test): essure coils were properly in place and fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, vaginal odor, irregular periods and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/cramping in abdomen/daily abdomen pain"), abdominal pain lower ("cramping/low abdomen pain: left and right side/cramping") and pelvic pain ("pain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/painful intercourse"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("severe bouts of bacterial vaginosis"). The patient was treated with surgery (ablation in 2010). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, genital haemorrhage, bacterial vaginosis, abdominal pain, abdominal pain lower, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dyspareunia, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently considering and discussing with her physician the possibility of undergoing a hysterectomy to remove the essure device in the near future. Approximate weight at the time of essure placement -125lbs. Right tube: there was 2 coils left: one coil was seen on the left ostia. She tolerated the procedure very well. Current weight - 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils were properly in place and fallopian tubes were occluded; on (B)(6) 2008: essure micro inserts bilaterally in expected position of the fallopian tubes. Following contrast administration, there is filling, and eventual distension of the endometrial canal, which demonstrates normal contour. There is filling of the left uterine cornua , with contrast meeting the micro-insert, but filling of the fallopian tube distal to the micro inserts or intraperitoneal spillage. The right tube appears occluded at the cornua. The micro-inserts appear to be in satisfactory position within the fallopian tubes bilaterally. Impression-appropriate placement of essure micro-insert with bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Unusual bleeding, pelvic pain were added. Medical history and laboratory data was added. Lot number added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and vaginal haemorrhage ('heavy vaginal bleeding') in an adult female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, vaginal odor, irregular periods, vaginal discharge, dysfunctional uterine bleeding, pelvic pain female, pelvic prolapse and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain ("abdominal pain/cramping in abdomen/daily abdomen pain") and abdominal pain lower ("cramping/low abdomen pain: left and right side/cramping"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/painful intercourse"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("severe bouts of bacterial vaginosis"). The patient was treated with surgery (single site laparoscopic hysterectomy,bilateral salpingectomy and ablation in 2010). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, bacterial vaginosis, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dyspareunia, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently considering and discussing with her physician the possibility of undergoing a hysterectomy to remove the essure device in the near future. Approximate weight at the time of essure placement -125lbs. Right tube: there was 2 coils left: one coil was seen on the left ostia she tolerated the procedure very well current weight - 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils were properly in place and fallopian tubes were occluded; on (B)(6) 2008: essure micro inserts bilaterally in expected position of the fallopian tubes. Following contrast administration, there is filling, and eventual distension of the endometrial canal, which demonstrates normal contour. There is filling of the left uterine cornua , with contrast meeting the micro-insert, but filling of the fallopian tube distal to the micro inserts or intraperitoneal spillage. The right tube appears occluded at the cornua. The micro-inserts appear to be in satisfactory position within the fallopian tubes bilaterally. Impression-appropriate placement of essure micro-insert with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2021: medical record received: previously reported event 'pelvic pain' was made medically significant and intervention required due to added surgery. Removal date, medical history reporter information, patient's aka name were added. Action taken with drug was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and vaginal haemorrhage ('heavy vaginal bleeding') in an adult female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, vaginal odor, irregular periods, vaginal discharge, dysfunctional uterine bleeding, pelvic pain female, pelvic prolapse and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain ("abdominal pain/cramping in abdomen/daily abdomen pain") and abdominal pain lower ("cramping/low abdomen pain: left and right side/cramping"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/painful intercourse"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("severe bouts of bacterial vaginosis"). The patient was treated with surgery (single site laparoscopic hysterectomy,bilateral salpingectomy and ablation in 2010). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, bacterial vaginosis, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dyspareunia, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently considering and discussing with her physician the possibility of undergoing a hysterectomy to remove the essure device in the near future. Approximate weight at the time of essure placement -125lbs. Right tube: there was 2 coils. Left: one coil was seen on the left ostia. She tolerated the procedure very well. Current weight - 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils were properly in place and fallopian tubes were occluded; on (B)(6) 2008: essure micro inserts bilaterally in expected position of the fallopian tubes. Following contrast administration, there is filling, and eventual distension of the endometrial canal, which demonstrates normal contour. There is filling of the left uterine cornua , with contrast meeting the micro-insert, but filling of the fallopian tube distal to the micro inserts or intraperitoneal spillage. The right tube appears occluded at the cornua. The micro-inserts appear to be in satisfactory position within the fallopian tubes bilaterally. Impression-appropriate placement of essure micro-insert with bilateral tubal occlusion. Lot number: 625645 manufacturing date: 2006-07 expiration date:2009-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, vaginal odor, irregular periods and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/cramping in abdomen/daily abdomen pain"), abdominal pain lower ("cramping/low abdomen pain: left and right side/cramping") and pelvic pain ("pain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/painful intercourse"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("severe bouts of bacterial vaginosis"). The patient was treated with surgery (ablation in 2010). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, genital haemorrhage, bacterial vaginosis, abdominal pain, abdominal pain lower, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dyspareunia, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently considering and discussing with her physician the possibility of undergoing a hysterectomy to remove the essure device in the near future. Approximate weight at the time of essure placement -125lbs. Right tube: there was 2 coils left: one coil was seen on the left ostia she tolerated the procedure very well current weight - 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure coils were properly in place and fallopian tubes were occluded; on (B)(6) 2008: essure micro inserts bilaterally in expected position of the fallopian tubes. Following contrast administration, there is filling, and eventual distension of the endometrial canal, which demonstrates normal contour. There is filling of the left uterine cornua , with contrast meeting the micro-insert, but filling of the fallopian tube distal to the micro inserts or intraperitoneal spillage. The right tube appears occluded at the cornua. The micro-inserts appear to be in satisfactory position within the fallopian tubes bilaterally. Impression-appropriate placement of essure micro-insert with bilateral tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.